Manufacturer narrative:
Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross access solution risk documentation was completed and confirmed that the event of pericardial effusion and hypotension were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and hypotension are a known inherent risk of the versacross access solution device. The clinical events associated with effusion are an expected procedural complication addressed within the IFU for the versacross access solution device.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a procedure, a versacross access sheath was selected for use. A non-boston scientific ultrasound catheter was inserted into the patient and then, the versacross sheath was inserted. The physician then attempted to go transseptal. It was then that the patient's blood pressure began to drop. The physician utilized the ultrasound catheter to view the pericardial space. A pericardial effusion was noticed. The physician performed a pericardiocentesis. The patient was in stable condition. It was reported that only the ultrasound catheter and the versacross sheath were inside the patient at the time of the event. The device is not expected to be returned for analysis. Mw# mw5179443.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a procedure, a versacross access sheath was selected for use. A non-boston scientific ultrasound catheter was inserted into the patient and then, the versacross sheath was inserted. The physician then attempted to go transseptal. It was then that the patient's blood pressure began to drop. The physician utilized the ultrasound catheter to view the pericardial space. A pericardial effusion was noticed. The physician performed a pericardiocentesis. The patient was in stable condition. It was reported that only the ultrasound catheter and the versacross sheath were inside the patient at the time of the event. The device is not expected to be returned for analysis. Mw# mw5179443.